Event description:
The core impaction drill was returned to stryker instruments for service. During functional testing by a service technician, it was noted that the nose cone of the device had a substance on it. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
During functional inspection, the technician noted debris located on the nose cone. Upon disassembly for visual inspection, the service technician observed driveshaft assembly substance which can cause or contribute to bur leaking/debris.